Event description:
Product problem because of suspected contamination - I performed an uneventful breast augmentation on this (B)(6) y/o patient on (B)(6) 2020, and used the inplant funnel to insert her breast implants per the manufacturer's instructions. On pod #16, she presented with a draining wound. I took her back to the operating room for a washout and implant replacement. I had a similar situation happen with 5 of 8 breast augmentations between (B)(6) 2020 through (B)(6) 2020 and now strongly believe it's the result of some sort of contamination or inflammatory response due to the inplant funnel used. FDA safety report ID# (B)(4).